Manufacturer narrative:
Analysis: the sample was not returned from the user facility; therefore, device evaluation is unable to be performed. The lot number was not obtained; therefore, a device history record (DHR) was unable to be performed for this device. Conclusion: the actual sample was not received for evaluation. A device history record (DHR) was unable to be performed for this device. Although requested, additional information regarding product identifiers, patient demographics, and procedural details are unavailable. Based on the instructions for use (IFU), the occurrence of a dissection is an inherent risk of any pta procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported two linear dissections were allegedly present after treatment with a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter. The health care professional (hcp) indicated the two dissections, after the use of one device within the same treatment location, were possibly related to the lutonix dcb and possibly related to additional procedural occurrences. Although requested, additional information regarding product identifiers, patient demographics, and procedural details are unavailable. The lutonix dcb was discarded by the user facility and is not available for evaluation. No adverse patient effects were reported.